Manufacturer narrative:
Review of the manufacturing records indicated the device met pre-release specifications. The investigation is ongoing.

Event description:
The following was reported to gore: the patient presented for upper arm fistula repair. The gore® viabahn® endoprosthesis was advanced into position and the deployment line pulled. While pulling the deployment line, the deployment line broke. The doctor was able to grasp the partially deployed device with a pair of hemostats and pulled it out. When out of the patient the doctor observed the tip of the catheter was still in the patient on the wire. The tip was removed with the wire.

Manufacturer narrative:
Corrected data: h6. Results code 2. H6. Conclusions code 1. Additional manufacturer narrative: examination of the returned device revealed the following: the entire device was returned. The deployment line was caught on a damaged stent, and tangled such that it could not be measured. The distal shaft, upon which the endoprosthesis is mounted, was broken into two sections. Approximately 5cm of the distal shaft was attached to the delivery catheter. There was a 3cm damaged portion which appeared compressed and had exposed braided wire. The other section of the distal shaft measured approximately 3 cm and is attached to the distal tip. The endoprosthesis was damaged and had outwardly flared struts throughout the length. The stent wire delaminated from the graft. Approximately 1 cm of the endoprosthesis was expanded. The remainder of the endoprosthesis not damaged, or expanded was constrained by the deployment line and measured approximately 2.6 cm. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.